Manufacturer narrative:
The patient side cart (psc) handlebar was received, and failure analysis was performed. Visual inspection found no issues. The handlebar failed the dte platform test in maintenance mode but passed the deadman switch test. It also failed the back drive test in normal mode. Failure analysis concluded that the load cells caused the issue. Additional information was received stating the nurse is still on modified restrictions.

Event description:
It was reported that a staff nurse sustained a back injury while attempting to move the patient side cart (psc), describing the incident as having "tweaked" her back. The operating room (or) manager noted that the staff was not informed that the psc had been switched to manual drive mode. The psc had been positioned against the wall, and when the nurse tried to push it, she injured her back. Following the incident, the nurse was sent home to rest and returned to work the following monday. On that day, she was referred to occupational health for an evaluation. Until cleared by occupational health, the nurse has been assigned modified light duty. Due to hipaa regulations, the manager indicated that no specific diagnosis could be disclosed. Additionally, the manager contacted the customer sales representative (csr) to arrange for someone to demonstrate the proper operation of the system in manual drive mode. A customer sales associate (csa) subsequently visited the site to instruct the staff on how to maneuver the system correctly.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the patient side cart (psc) handlebar due to a hard error. The system was tested and verified as ready for use. An intuitive surgical, inc. (Isi) product has been received for failure analysis evaluation. However, the failure analysis investigation has not been completed at the time of this report. Per the instructions for use it states to release brakes in case of powered drive failure, rotate lever into manual position to move cart. Cart requires high forces to move in manual mode.